Manufacturer narrative:
Device evaluation summary: visual inspection showed evidence of excess adhesive on the h2o outlet port. The water connector could not be connected to the h2o outlet port. The reason for the return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of the affinity nt oxygenator, it was reported that the water lines could not be attached into the oxygenator. The customer tried attaching several different water lines to the oxygenator and none would stay attached. The perfusionist replaced the oxygenator and the new oxygenator performed as expected. There was no damage to the packaging, or any other devices in the same box/shipping container. There was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.